Event description:
A volume discrepancy was reported; the hcp aspirated the same volume put into the pump at the last refill. The pt had no change in her baseline hypertonia. The pt's tone did not improve after several rate increases. X-rays taken in 2008 and about 2 months later were within normal limits. A catheter dye study completed in 2008 showed normal flow. Catheter access port aspirations in 2008 and about 2 months later were normal. A rotor study completed in 2008 appeared to show no movement of the rotor after a programmed bolus. The study was not optimal. The hcp was waiting for the pt's infected sacral decubitus ulcers to clear before scheduling surgery. The hcp planned to re-check volume discrepancies and repeat the rotor study in the interim. The hcp reported the pt outcome as 'no injury'. The device system was used to administer lioresal. A follow-up report will be submitted if add'l info becomes available.